Event description:
The manufacturer became aware of an allegation that an end user developed a lung cancer while using an ds2adv auto CPAP. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.